Event description:
A us dist returned an electrode belt indicating that it could not communicate with a test monitor.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with test monitor) was confirmed. Upon eval, pin 5 in the trunk cable connector was bent, creating a short with pins 4 and 10. The cause of the inability to communicate is the short in the connector. The cause of the short is the bent pin. The root cause of the bent pin cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged connector.